Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event: tg3420/05601360; tg3410/05212359; tg3415/05580703.

Event description:
On (B)(6), 2008, the pt was implanted with four gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. A type ii endoleak from an intercostal artery was visible on the final angiogram; however, the endoleak was noted to have resolved on a follow-up CT taken on (B)(6), 2008. On (B)(6), 2008, a follow-up CT scan showed, the aneurysm to measure 79 mm with no evidence of endoleak. On (B)(6), 2008, a follow-up CT scan showed, the aneurysm to measure 75 mm with evidence of a type ii endoleak. On (B)(6), 2009, a follow-up CT scan showed, the aneurysm to measure 71 mm with evidence of a type ii endoleak from an intercostal artery. On (B)(6), 2009, a follow-up CT scan showed, the aneurysm to measure 77 mm with evidence of a type ii endoleak from an intercostal artery. On (B)(6), 2011, a follow-up CT scan showed, the aneurysm to measure 81 mm with no evidence of endoleak. On (B)(6), 2011, coil embolization through a right brachial approach was performed to treat the aneurysm enlargement. It was also reported that the pt presented with a vascular compromise to the right brachial artery, so a right brachial thrombectomy and primary repair were also performed. The pt recovered with treatment.